Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the iab leaked and the pumped stopped. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: updated section d brand name. Updated section d lot from blank to 3000117327. Updated section d exp date. Updated section d UDI#. Updated section h manufacture date. Updated section h evaluation method codes. Updated section h evaluation result codes. Updated initial reporter e-mail address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint#: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Full event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the iab leaked and the pumped stopped. The iab was replaced and therapy was provided. There was no reported injury to the patient.